Event description:
It was observed that during the device evaluation, the video-scope exhibited a whitish foreign material inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the unspecified foreign material in the auxiliary water channel could not be determined since it was confirmed that the reprocessing steps at the material residue point were not deviated from the instruction manual, and no physical damage was confirmed at the place where the foreign material remained. The event can be detected and prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.